Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked in the holder from a bd vacutainer® brand sst¿ tube containing silica and gel during blood collection. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device lot number. The following fields have been updated: medical device lot #: 7241555. Medical device expiration date: 05/31/2018 . Device manufacture date: 07/29/2017.

Manufacturer narrative:
Device manufacture date: 8/29/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. Testing of the customer samples was performed and blood leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Based on the investigation results, the most likely root cause was a high point on a conveyor during the time of manufacturing causing a lipout on the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.